Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pts battery depleted early due to a short in the lead or the extension. The device was replaced and the pt recovered from the event with no sequelae.